Event description:
It was reported that the pt's pump has been programmed with a 250 mcg/ml concentration at 20 mcg/day with a flow rate of .08 ml/day. However, the nurse was certain that the pump had contained 500 mcg/ml for over a yr rather than the 250 mcg/ml concentration that was programmed, so the pt was actually receiving 40 mcg/day. The pump was last filled in 2007 and it was thought that the pump may have been running at the minimum rate since 2007, so it was possible the pt had not been receiving the programmed amount of drug since 2007, but the pt had not experienced any withdrawal or overdose symptoms. The plan was to reprogram the pump with the correct concentration and adjust the pt's dose accordingly. The hcp further reported that the pt's pump was used to deliver lioresal. The final pt outcome was reported as "no injury".